Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device did not discharge during a synchronization attempt in an attempt to correct an arrhythmia. This incident will be reported as a serious injury based on the customer's report that the device failed to shock a patient and another device was used. A philips field service engineer (fse) evaluated the device and was unable to replicate the reported issue. The customer was informed that the device was past the end of service date. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on 31dec2013. All options associated with this defibrillator were to be discontinued as of 31dec2018. The end of support date for the device is 31dec2018. The customer was aware of the end of life (eol) terms. Philips recommended that the device be removed from service. This complaint is not related to any existing CAPA. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
A customer reported that the device did not discharge during a synchronization attempt. This incident will be reported as a serious injury based on the customer's report that the device failed to shock a patient and another device was used. A philips field service engineer (fse) evaluated the device and was unable to replicate the reported issue. The customer was informed that the device was past the end of service date. According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6)2013 . All options associated with this defibrillator were to be discontinued as of (B)(6)2018 . The end of support date for the device is (B)(6)2018 . The customer was aware of the end of life (eol) terms. Philips recommended that the device be removed from service. This complaint is not related to any existing CAPA. The information gathered for this report does not indicate a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
A customer reported that the device did not discharge during a synchronization attempt. This complaint will be processed as a serious injury because the customer used another device to complete the procedure.